Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he was implanted with an accolade ii stem on (B)(6) 2017 on his left hip. Patient reported inflammation, pain and trouble walking with a walker. He has seen doctors, but hasn't been given any diagnoses or treatment plants yet.